Event description:
Clinical rationale: an impella 5.5 was inserted via a graft in the right axillary artery in a 57-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage d shock. During support, the patient developed hemolysis, evidenced by elevated ldh and bilirubin levels, although no detailed laboratory values were available. The device was removed, after which the patient remained stable and laboratory markers returned to normal ranges. Imaging did not confirm proper pump position during the hemolysis episode. Blood products were given, repositioning did not resolve the issue, and no anatomic cardiac abnormalities were present. The patient survived to explant. Based on the available information, the hemolysis was clinically associated with the impella 5.5 during active support, as evidenced by elevated hemolysis markers that resolved following device removal. The absence of anatomical abnormalities and the inability to confirm appropriate pump positioning suggest that pump position may have contributed to red blood cell trauma. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.